Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a mitral valve replacement, resulting in the right atrial (ra) lead becoming dislodged. The lead was reprogrammed while the patient was recovering from their valve replacement. The ra lead remains in use. No patient complications have been reported as a result of this event.